Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 8 years, 7 months. The pump remains in use supporting the patient; however, the external portion/distal end of the driveline that was replaced was received for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that patient had a routine follow-up noted several driveline fault alarms over the last several days. The patient was asymptomatic. The system controller was exchanged and an external percutaneous lead (driveline) repair was performed on (B)(6) 2018. No further driveline fault alarms were observed and the pump parameters and values are within normal limits after completing the repair. No further information was provided.

Manufacturer narrative:
Additional information: manufacturing evaluation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported driveline fault events that were captured in the submitted log file. A distal end driveline replacement was performed on 19nov2018 under work order 56288 and approximately 27¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and the black wire was found to be open. The silicone jacket and clear bionate layers appeared unremarkable. Areas of shield breakdown were observed throughout the length of the driveline. Visual examination of the underlying wires revealed that the black wire was completely fractured on the distal side of the previous driveline repair site. Additionally, the yellow wire was partially fractured on the proximal end of the previous repair site. The observed wire damage appeared consistent with fatigue failure. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pairs to detect open circuit conditions. When the system controller compared the current in the black and yellow wires to their redundant motor phase wires, the fractured inner conductors of the wires would have resulted in the reported driveline fault alarms.

Manufacturer narrative:
Section h8: correction. No further information was provided. The manufacturer is closing the file on this event.